Event description:
Medtronic received information that an unspecified amount of time following the implant of this transcatheter bioprosthetic valve, the patient had an ischemic stroke. Treatment was not reported. Per the physician, this event was possibly related to the valve and not related to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the valve remains implanted so no product analysis could be performed. No images were provided to medtronic, so no image review could be performed. A variety of factors can influence the onset of stroke, and it is a known potential adverse effect per the device instructions for use (IFU). Per the physician, it was unknown if the valve and the valve implant procedure were contributing factors to the patient's ischemic stroke. . This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.